Event description:
It was reported that a patient underwent a congenital wry neck procedure on (B)(6)2010. While suturing the dermis, 2-3mm of the distal tip of the needle broke. The broken part did not fall into the patient. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.